Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the battery reamer/drill device seized, jammed, and was heavy moving. It was noted that the motor was blocked. It was further determined that the device failed pretest for check the battery coupling, check the off/forward/reverse mode, change 10 times from forward to reverse at full speed, check the triggers and ecu (electronic control unit), and check power with test stand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.